Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and passed. A receiver boot test was performed and failed due to the device failing to power on. The battery was replaced with a known good battery, but the receiver still would not power on. A receiver download was attempted but could not be completed due to receiver not turning on after charging. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. The probable cause could not be determined.